Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad. The customer's blood glucose level was 104 mg/dl. Standard troubleshooting was performed. The insulin pump was exposed to moisture damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is not being returned. Nothing further was reported.